Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during central processing, the 8mm maryland bipolar forceps instrument plastic tip was burned and had a frayed wire. There was no reported injury.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm maryland bipolar forceps instrument for failure analysis investigation. The instrument was analyzed, and the complaint was not confirmed by failure analysis. The customer reported burning of the plastic tip and fraying of wire. However, no frayed cables were observed during visual inspection. Additional observation revealed charring and localized melting at the grip base. No damage was found to the conductor wire, and the instrument passed the electrical continuity test.

Event description:
Refer to h11 for follow-up information.